Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an endoscopic gastric surgery, found anvil was difficult to attach with trocar, finally, attached successfully, but could not fire. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p56n0m. Device evaluation: the analysis results found that the ccs25 device arrived with no apparent damage the anvil was present. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No anvil issues were found during the analysis of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.